Event description:
The audiologist reported that some part of the implant is sticking out and poking up the skin. The user also reports a sound like 'pebbles in a tin can' rattling which the audiologist still has not been able to resolve, this noise was first reported on (B)(6) 2020. It was further reported that during implantation the surgeon used his own screws to fixate the device. He used 8mm stryker self-drilling / self-locking screws. This was partially due to the hospital not accepting or sterilizing any of our reusable instrumentation, which was unknown until after the case started. The user was explanted on (B)(6) 2021. This report refers to 9710014-2020-00087. For further information please refer to this report.